Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant sodium and potassium results. The customer performed instrument troubleshooting with tsc. The process error logs showed that there was integrated multi-sensor technology (imt) standard solution a air detect error and imt cleaner ion detect error. The customer inspected peristaltic pump tubing and determined that the tubing was round and springy. There were no flat or hardened spots on the tubing. The customer ran bleach and hot water through vents and sample ports. The customer reseated, and primed, all imt fluids and sample probe cleaner (7), making sure needles were penetrating the plugs and not bent. The customer noted that the sample probe cleaner (7) was low. The customer primed imt consumables and aligned imt module, which passed. The customer ran quality control, which was out of range. The customer replaced the standard b solution/salt and ran advanced cleaning. The customer replaced the imt multi-sensor and ran dilution check, which was unsuccessful. The customer aligned imt module, which passed and ran check 1 on imt probe, which failed dynamic fluid pressure as there was no probe cleaner in the cleaner port. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked imt cleaner, which was not found in cleaner port. The cse found that the imt pump and sample 1 (s1) pump were leaking air in the cleaning line. The cse replaced both cleaner pump and removed imt module and performed power flush with hot water. The cse recoated the new imt chip and ran dilution check, which passed. The cse performed patient correlations with other dimension vista instrument and ran quick check and quality controls, all of which were within acceptable range. The cause of the discordant sodium and potassium results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated sodium and potassium results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results for (B)(6) were reported to the physician(s, while the discordant results for (B)(6) were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium and potassium results.